Event description:
It was reported the spike on the 3m¿ ranger¿ blood/fluid warming high flow set disconnected from the tubing during transfusion, resulting in loss of the blood bag. There were no reported injuries or medical interventions alleged as a result of the reported malfunction.

Manufacturer narrative:
The device was not returned to solventum for analysis; therefore, the root cause could not be determined. Based on the problem description, the reported issue is a spike leak. A review of the batch record showed this lot met all specifications for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.